Event description:
The caller reported the pt's tube was in for five days when the pilot balloon seam leaked. The tube was used for another week and a half with hemostats on the pilot balloon to keep the cuff inflated. A non-routine replacement of the tube was required. The tube was discarded.